Event description:
Information was received via an internet blog posting (angioplasty.org) regarding a starclose device. The patient wrote "on (B)(6) 2011, I had an aortic arch angiogram which used the starclose closure device. I had a quick recovery with no problems. But, two weeks ago, I joined a gym and started exercising with weights. This week I notice pain at the area where the starclose is located. It is a different pain that the normal pain of sore muscles." There was no allegation that the starclose device malfunctioned or did not achieve hemostasis. The operator is not known; therefore, it is not known if the operator is trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.